Event description:
A hemodialysis (hd) clinical manager contacted (B)(6) by sending a complaint form to report that needle detaches from the syringe easily. This is a potential for needle stick injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).